Manufacturer narrative:
The reason for this complaint was reported as the glenoid head retaining screw broke while inserting. The healthcare professional indicated this event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with a ten-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. The devices were disposed of at hospital and evaluated by registered medical assistant (RMA) at djo surgical. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the products that may have contributed to the reported event. The devices was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. A review of customer complaints revealed ten complaints with similar issues. Those are 3 - broke/cracked/damaged, 7 - device cracked/broke. However the customer complaint history of the reported devices showed no present trends or on-going issues that are needing review. The root cause of this complaint is due to the glenoid head retaining screw broke while inserting. While the root cause cannot be confirmed since the instrument was not returned, it is likely that cross-threading or failure to use the torque-limiting driver properly can contribute to this scenario. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. RMA examination: the instrument was not returned to djo, and no further evaluation can be made for this event. This customer complaint will be closed. If the device is returned later, the complaint will be updated. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Reported incident - while inserting the set screw of the set screw broke off in the baseplate. The baseplate was removed and replaced and the set screw of was replaced with replacement set screw.

Manufacturer narrative:
The reason for this complaint was reported as the glenoid head retaining screw broke while inserting. The healthcare professional indicated this event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with a ten-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. The devices were disposed of at hospital and not made available to djo surgical for examination. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the products that may have contributed to the reported event. The devices was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. A review of customer complaints revealed ten complaints with similar issues. Those are 3 - broke/cracked/damaged, 7 - device cracked/broke. However the customer complaint history of the reported devices showed no present trends or on-going issues that are needing review. The root cause of this complaint is due to the glenoid head retaining screw broke while inserting. While the root cause cannot be confirmed since the instrument was not returned, it is likely that cross-threading or failure to use the torque-limiting driver properly can contribute to this scenario. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. RMA examination: the instrument was not returned to djo, and no further evaluation can be made for this event. This customer complaint will be closed. If the device is returned later, the complaint will be updated.

Event description:
Complaint - while inserting the set screw of the set screw broke off in the baseplate. The baseplate was removed and replaced and the set screw of was replaced with replacement set screw.